Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient doesn't feel stimulation all the time. Twice on (B)(6) 2019, the patient suddenly got flooded without any warning. Before they called, they increased it to 2.9 volts and they don't know why it went down to 2.4 volts and didn't stay on the setting. During the call they synced with the patient programmer (pp) which showed that stimulation was on program 2 at 2.4 volts. They increased program 2 to 3.0 volts. Patient services reviewed programming considerations and to give it two days to see if the symptoms get better. If they are still having issues, patient services told them to call back and they could try to adjust it again. The patient feels stimulation in the correct area. No further complications were reported/are anticipated.